Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic, upon device interrogation, device was unable to be communicated via radio frequency telemetry. Upon review of the session records the radio frequency chip was not functioning due to an internal error; however, the time and cause of the error is unknown. The radio frequency telemetry function was restored and download successfully. Patient was stable.